Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor failed incoming functional testing.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor failed incoming functional testing. The cause for the failure was contamination on the belt receptacle pins. The root cause of the contaminated receptacle is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.